Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, a false positive result was obtained. Confirmatory pcr test and rapid test both produced negative results. There was no report of patient impact. Eua (B)(4). The following information was provided by the initial reporter: cust called in stated she accidentally touched the tip of test tube when she tested on sunday and the results came back as positive. She then took another brands at home test and it came back negative/cust also took a pcr test and it came back negative as well.

Manufacturer narrative:
Eua (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding a complaint that alleges ¿customer accidentally touched the tip of¿ the bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿test tube and the results came back as positive. Customer took another brand at home test and it came back negative. Customer also took a pcr test and it came back negative as well.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. Technical support advised customer that touching the tip of vial could have contaminated the test and caused an error of results. There are no current trends against false positive. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, a false positive result was obtained. Confirmatory pcr test and rapid test both produced negative results. There was no report of patient impact. Eua(B)(4) the following information was provided by the initial reporter: cust called in stated she accidentally touched the tip of test tube when she tested on sunday and the results came back as positive. She then took another brands at home test and it came back negative/cust also took a pcr test and it came back negative as well.